Event description:
It was reported the patient has had 29 surgeries on his spine, "I've got steel plates and bolts and every other stupid thing inside of me". There were no signs or symptoms reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. It was later reported that the current following healthcare provider (hcp) started following the patient "not long ago", as the patient was transferred from another doctor in (B)(6) and the current hcp never received records, he had no historical information on any surgeries involving the pump. It was later reported that the last time the patient had been seen in facility was (B)(6) 2002. The device was implanted (B)(6) 1999, at that time it was used to deliver morphine, no issues noted at that facility for pump therapy. No other information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient was ¿out there for months¿ when they put him ¿back together.¿ the patient had an orthopedic surgeon and by the time he was ¿done with [the patient] he accumulated 27 surgeries.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that they had 27-45 surgeries.